Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that prior to death, the patient had experienced repeated hospitalizations for unrelated indications. In the same month as the month of death, the patient was readmitted to the hospital and was diagnosed with peritonitis and an infected pd catheter. The patient was treated with an unknown antibiotics (dose and frequency unknown) initially intraperitoneally and then intravenously for the peritonitis. It was reported the patient's catheter was removed and that hemodialysis was unable to be performed due to a nonfunctioning right arm fistula. Three days after the removal of the pd catheter, the patient reportedly experienced a cardiac arrest and passed away. The cause of death was reported to be peritonitis, septic shock and cardio-respiratory arrest. No autopsy was performed. Additional information was requested but is not available. This is report 1 of 2 involved in this event.